Manufacturer narrative:
The insulin pump was received with no button response; problem isolated to the lcd board. It was unable to verify the motor error alarm due to no button response. However, the motor passed motor test. The device also had a scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The doctor reported via letter that the insulin pump alarmed motor error and they were unable to rewind. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.